Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2021 they had their 3rd programming session and mdt rep got the device to do what it was supposed to do. Pt said that the first time they ever had the device programmed was about 2-3 post implant with mdt rep. No specific allegations were made towards programming, pss took statement about programming as programming sessions to optimize therapy. Pt stated the problem was that on (B)(6) 2021 they had workers at the house and they weren't feeling so hot so they sat down and when they leaned back the implant/stimulation "nuked" them, pt said by "nuked" he meant he felt a stimulation sensation that was too strong that felt like sticking their finger in a light socket, the sensation went all the way down to their toes. Pt said they told rep about this and was instructed to turn stimulation down but same issue happened again. Pt was zapped twice again by implant, once while charging, and said that their implant battery was depleting much quicker than normal. Pt said implant battery was basically empty in under 24 hours. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed that pss is sending message to rep for visibility and pt's reason for call was to ask to get in touch with rep, (B)(4), as they had texted rep and not heard back yet today.

Event description:
Additional information received. Rep reported they spoke with patient (pt) who was notified by pt yesterday that pt had a zapping / shocking event while charging his ins yesterday (B)(6) 2021. Tss also reviewed this call and what pt reported to us. Pt reported to caller that during (B)(6) ins charging session, pt repositioned the recharger and got zapped. (Initially during call, caller had understood from pt that there may have been zapping due to pt's interaction with the recharger itself while moving recharger during ins charging, but caller texted pt during call and pt clarified this was zapping/shocking related to movement in general and not from interaction with the recharger.)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturer representative (rep). The cause of the patient feeling stimulation sensation was too strong, indicating they were zapped was determined, to be that, on impedance check. A higher impedance contact on lead was being used in programming. And this must have been the drain on the battery along with the need for high ma. Patient was reprogrammed using different electrodes. The ma needs were much less upon this reprogramming. It was thought, that the zap was that the ma usage was high. And when patient changed positions the spinal cord was closer to lead and caused extra stimulation. Issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.